Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2016 to excise the excess skin and place a longer abutment . The implanted device remains.